Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin was dropped on a stone floor and the screen of the device got cracked. The customer's blood glucose was 191 mg/dl. The customer was asked to return the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners. No cracks were found at the display window.